Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose levels of over 600 mg/dl. The customer changer her site earlier that day. The customer for two days had a headache and a tooth ache. She was not feeling well to troubleshoot. The customer was advised to contact her health care provider to see how much insulin she should have or go to the emergency room. The customer mentioned she had previous issues with the site, either a bent cannula or blood at the site. Blood was visible in the tube. She had a possible sinus infection. The device was not returned.